Manufacturer narrative:
None of the choices in h-1 are applicable. A stroke is by definition in aats/sts guidelines a reportable event for a heart valve patient. Given our present lack of information, it is not known if medical intervention was done, but it is a possibility. The device remains implanted so is not available for investigation. A follow-up MDR will be prepared if we are able to get further information.

Event description:
Aortic valve patient. A stroke was alleged to have occurred in this patient, and that the patient recovered and is doing ok. There is currently no further information. The implant center is not willing to release further information requested by on-x. We continue to correspond with the center on this matter. If further information is learned, a follow-up report will be done. This is being reported because stroke in a heart valve patient is defined to be reportable in the aats/sts guidelines.